Event description:
It was reported that when attempting to remove jackson pratt (jp) drain from right lower extremity above knee amputation (aka) stump, the drain tubing broke, leaving a portion retained in the patient¿s leg. A right leg x-ray was obtained and demonstrated ¿an 11 cm segment of catheter tubing over the amputation stump soft tissues.¿ the patient was taken to the operating room for foreign body removal. No further information was provided.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.